Event description:
The customer received a blood glucose reading of 325 mg/dl from his contour meter and a reading of 150 mg/dl from another meter. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The customer declined to return the test strips for eval and ended the call.